Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The patient had peritonitis and died due to many unspecified complications. The patient was hospitalized and on hospice care at the time of death. The cause of the peritonitis and treatment for the event were not reported. It was not reported if an autopsy was performed. It was not reported if the patient recovered from peritonitis prior to death. No additional information is available.